Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event is approximate as the data were collected between january 2005 and december 2021. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: hall, d., chhana, r. A., yang, b. Q., deych, e., sparrow, c. T., rao, p., nassif, m. E., larue, s. J., & schilling, j. D. (2025). Division of cardiology, department of internal medicine, washington university school of medicine, saint louis, missouri; division of cardiology, baylor scott & white/the heart hospital, plano, texas; division of cardiology, massachusetts general hospital/harvard medical school, boston, massachusetts; division of cardiology, osf st francis medical center, peoria, illinois; division of cardiology, saint luke¿s cardiovascular consultants, kansas city, missouri; and division of cardiology, st. Luke¿s hospital, saint louis, missouri. Https://doi.org/10.1097/mat.0000000000002402 manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. No product was evaluated under this complaint. The heartmate device serial numbers, as well as other specific case or patient information are not available. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, are not available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1, entitled ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the study ¿the impact of preoperative right ventricular dysfunction and ventricular arrhythmias on left ventricular assist device outcomes¿ evaluated how a history of ventricular arrhythmias (va) and right ventricular dysfunction (rvd) before surgery affects clinical outcomes after left ventricular assist device (lvad) implantation. This single-center, retrospective cohort study used a redcap database to review 761 adult patients who underwent primary lvad implantation between january 2005 and december 2021. Patients were excluded if they were under 18 years old, had significant congenital heart disease, underwent a pump exchange, or had inadequate chart histories. The study population had a mean age of 57 years, was 76.7% male, and presented with heart failure etiologies including nonischemic cardiomyopathy (53.9%), ischemic cardiomyopathy (41.9%), and mixed or unknown causes (4.2%). Devices implanted included heartmate ii (61.1%), heartmate 3 (24.2%), and the heartware hvad (14.7%). Patients were followed for a median of 2.3 years, during which 25 patients underwent a pump exchange and 189 underwent a transplant. Right ventricular function was assessed via global rv function on the most recent transthoracic echocardiogram (tte) before implantation, taken a median of 9 days before surgery, which showed moderate or greater baseline rvd in 42.6% of patients. Patients were stratified by sustained ventricular tachycardia or fibrillation history into three cohorts: 58.1% had no va history, 15.8% had a low burden va history (lbva) with no advanced interventions, and 26.1% had a clinically significant va history (csva) defined by prior ICD shocks, catheter ablation, or dual antiarrhythmic drug therapy. The csva cohort tended to be older, male, possessed worse renal function, had larger left ventricular end-diastolic diameters, and a higher prevalence of atrial fibrillation. Regarding heartmate 3 (hm3) specific data, the paper notes that five-year survival with the current heartmate 3 system is over 50%, though complications like bleeding, infection, right ventricular failure, and va remain common. Patients with a history of csva were slightly less frequent among those who received a heartmate 3 compared with other devices, representing 20.1% of the hm3 group versus 24.2% in the overall population. Crucially, an analysis of the interaction between the baseline va group, the specific lvad platform (including heartmate 3), and the primary mortality outcome was non-significant with a p-value of 0.285, showing that the risk relationships held true across pump platforms. Furthermore, rehospitalization after 6 months was the least frequent in the lbva group, which the authors state may reflect the slightly higher frequency of heartmate 3 implants in this specific cohort (32% vs. 24% in the no-va group) because the heartmate 3 device has a lower rate of complications, particularly thrombotic complications, compared with prior platforms. The primary outcome of all-cause mortality occurred in 38.2% of the overall population. Preoperative rvd alone was not associated with higher mortality across the entire cohort (hr = 1.18, ci = 0.93¿1.49) or within the individual no va (hr = 1.08, ci = 0.79¿1.47) and lbva (hr = 1.08, ci = 0.61¿1.96) groups. However, within the csva cohort, mortality was significantly higher at 51.4% in those with baseline rvd compared to 39.2% in those with preserved rv function (hr = 1.61, ci = 1.05¿2.50). This difference was driven by early mortality, with an in-hospital mortality rate of 27% in those with rvd versus 12% in those without. On cox proportional hazards modeling, factors independently associated with mortality across the study were csva (hr = 1.35, ci = 1.03¿1.76) and a baseline glomerular filtration rate (gfr) over 45 (hr = 0.7, ci = 0.56¿0.89). For secondary outcomes, implantable cardioverter-defibrillator (ICD) shocks after lvad occurred in 17.5% of patients overall and were predicted by a history of lbva (hr = 2.36, ci = 1.48¿3.76) or csva (hr = 2.85, ci = 1.93-4.21), occurring in 10.6% of no va, 23.3% of lbva, and 29.1% of csva patients. Patients with and without rvd were equally likely to experience post-operative ICD shocks (17.4% vs 17.6%), while female sex was associated with a decreased likelihood of shocks (hr = 0.45, ci = 0.25¿0.79). Severe postoperative right ventricular failure (rvf) occurred most frequently in those with both baseline rvd and csva at a rate of 55.0%, which was driven predominantly by prolonged inotrope use for 14 days or longer (45.3%) rather than right ventricular assist device (rvad) or ECMO use. The rate of renal replacement therapy (rrt) within 14 days of implant in those with baseline rvd was similar between the va groups. The rate of rehospitalization at 3 years was 70.4% overall, broken down as 73.1% in the no-va group, 57.5% in the lbva group, and 72.4% in the csva group. Age was the only variable associated with early rehospitalization before 6 months (hr = 0.91 per decade), while lbva was associated with decreased rates of late rehospitalization after 6 months. The study concludes that while appropriately selected patients with advanced heart failure who have either rvd or va alone can have reasonable outcomes after an lvad, the combination of baseline rvd and clinically significant va creates an adverse interaction that puts patients at a significantly increased risk for post-implantation mortality, driven mostly by early in-hospital deaths.